Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin leaked from the cartridge septum. Reportedly, the cartridge was filled with approximately 300 units. A new cartridge was successfully loaded to address the event. Blood glucose was 112 mg/dl.